Event description:
G5 ventilator set up initially correct. Responded to room for vent alarm, vent found to be in pediatric mode and patient not being ventilated properly. Seems vent switch to pediatric mode without user input. Vent reset to adult, and replaced when another vent became available. G-5 ventilator spontaneously switched from adult mode to pediatric mode. Patient hand-bagged until switch back to adult mode. Rrt (registered respiratory therapist) in room to observe function of ventilator until new g-5 placed on patient. Malfunctioning g-5 sent to technology coordinator to assess.